Event description:
It was reported from (B)(6) by the vad coordinator that the patient noted several critical battery alarms and switching. After exchanging all the batteries, the problem continued. After manufacture's review of log files, the recommendation was made to do a controller exchange. Vad program director and the patient requested a second exchange of all batteries. There were no adverse effects to the patient, no other information is available. This MFR report is 2 of 2 related to the same event.

Manufacturer narrative:
The controller and the batteries were returned to heartware for evaluation. The results of the manufactures analysis indicates the following batteries (160de/ (B)(4), 106de/ (B)(4)) exhibited early depletion of cell pair which caused the voltage to drop below the minimum voltage threshold. While the exact cause of the reported event cannot be conclusively determined, functional test results indicate that the battery in question had a cell pair not performing to its required specifications. On (B)(4) 2014, a field safety notice (fsca (B)(4)) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca (B)(4) was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on (B)(4) 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on (B)(4) 2015. The device(s) listed in this report is (are) used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca (B)(4)). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. This is 2 of 2 reports (3007042319-2015-01592) submitted for devices related to the same event.